Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer 6 failed to open, which located on cwjonas. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients and the medications were loaded to another unit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed. A field service engineer (fse) found that full height drawer 6 was not registering as closed due to a missing magnet on the latch inseparable, so the latch inseparable was replaced. A final test was run in hardware test application and passed successfully. The user then confirmed the drawer was recovered and functioning properly. The system functioned as intended after the field service engineer repaired the device.